Event description:
User reports a water leak coming from the analyzer onto the floor. No one has slipped or been harmed, and no pt samples affected. The field service representative determined the water reservoir float switch was the cause, and will replace the switch. Performance tests were performed.